Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# v680131, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was lead loss of efficacy. Interventions included lead replaced. Symptoms included radiating sensation. The etiology was noted as lead. Interventions included lead replacement on (B)(6) 2015. The outcome was resolved without sequelae.